Event description:
The patient reported that his doctor found the lens locked into inadequate position. The patient is dissatisfied with his vision due to double vision and glare. Reportedly, the surgeon performed a yag laser procedure approximately 10 weeks post implant which helped improve symptoms, but did not resolve problems. The reason for yag surgery was not provided. The patient indicated that he needs to wear a contact lens and light issues and dry eye continue. This event occurred with the patient's right eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.